Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature. Out of range measurements were consistently noted in bipolar configuration, however, measurements were within normal limits at 400 ohms in unipolar configuration. Noise was also present in bipolar with the patient sitting still. Noise was also present in unipolar with physical movement. A potential lead fracture was suspected. The patient was noted to be zero percent paced in the rv, so the physician elected to program the rv lead off and program the device to aai. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature. Out of range measurements were consistently noted in bipolar configuration, however, measurements were within normal limits at 400 ohms in unipolar configuration. Noise was also present in bipolar with the patient sitting still. Noise was also present in unipolar with physical movement. A potential lead fracture was suspected. The patient was noted to be zero percent paced in the rv, so the physician elected to program the rv lead off and program the device to aai. Additional information was received from the field mentioning that after x ray analysis the rv lead showed a tight bend under clavicle for both leads where fracture was suspected. At this time the rv lead has been explanted at a surgical intervention along with the rest of the system. A non bsc system was implanted alternatively. The rv lead has also been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, resulting in activation of the lead safety switch (lss) feature. Out of range measurements were consistently noted in bipolar configuration, however, measurements were within normal limits at 400 ohms in unipolar configuration. Noise was also present in bipolar with the patient sitting still. Noise was also present in unipolar with physical movement. A potential lead fracture was suspected. The patient was noted to be zero percent paced in the rv, so the physician elected to program the rv lead off and program the device to aai. Additional information was received from the field mentioning that after x ray analysis the rv lead showed a tight bend under clavicle for both leads where fracture was suspected. At this time the rv lead has been explanted at a surgical intervention along with the rest of the system. A non bsc system was implanted alternatively. The rv lead has also been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted cuts in insulation, likely explant damage. The resistance test confirmed an electrical open, indicating a fractured or broken conductor. The fracture appeared jagged, and there was white insulation residue in the area. Fracture characteristics are consistent with cyclic fatigue. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.